Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection noted a cut in the insulation approximately 250 mm from the terminal pin and a tear in the medical adhesive at the distal end of the anode electrode. Additionally, setscrew marks were noted on the terminal pin, indicating the setscrews made contact with the terminal pin while the lead was implanted. The insulation damage identified in the lab may have been induced during the explant procedure. Resistance testing confirmed the lead was electrically continuous.

Event description:
Boston scientific received information that during the two month period post-implant, the patient with this right ventricular lead recorded several episodes of syncope. The system was interrogated after each episode but failed to show any product malfunctions as a cause or contributor to the patient's symptoms. There had been a notable rise in thresholds post-implant; however, all other measurements were within normal limits. Pacing spikes were present but failed to show capture. The patient was then subjected to additional medical evaluations but again, no root cause was identified. The attending physician suspected there might be a product malfunction at the lead-to-tissue connection site and thus removed the product. The explanted lead was returned for analysis and another boston scientific lead was successfully implanted with no further anomalies observed.

Manufacturer narrative:
(B)(4). Following completion of laboratory analysis, this event will be further updated.